Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05473. It was reported the patient has been unable to receive stimulation due to high impedance. X-rays were taken and no anomalies were found. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05473. Follow-up revealed the patient's leads were explanted and replaced. The doctor also electively explanted the patient's anchors. Surgical intervention resolved the patient's issue.